Manufacturer narrative:
(Appropriate health impact term/code not available) e: trachea scrape. The product involved in the report is not available to be returned for evaluation. For the reported event of catheter curved and scraped against the tracheal wall of the patient the lot number of the device in question is unknown; however, the user had three (3) lot numbers on hand. A review of the device history record is in-progress. All information reasonably known as of 29 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during suctioning, the catheter curved and scraped against the tracheal wall of the patient and caused bleeding; no medical intervention was reported.

Event description:
It was reported, during suctioning, the catheter curved and scraped against the tracheal wall of the patient and caused bleeding; no medical intervention was reported.

Manufacturer narrative:
Additional information/clarification: h11. Clarification: the user reportedly had 3 lots on hand; however, only one of the devices had blood on it. As no conclusive information was provided concerning the lot in question the lot number for the device in question is considered unknown. (Appropriate health impact term/code not available) e: trachea scrape. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. For the reported event of catheter curved and scraped against the tracheal wall of the patient the lot number of the device in question is unknown; however, as the user had the following three (3) lot numbers on hand 1586754, 1590830, 1550959], a review of the device history record(s) was performed. The device history record for [1586754, 1590830, 1550959] were reviewed and the product(s) were all produced according to product specifications. All information reasonably known as of 04 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.